Event description:
It was reported that during a l4-s1 tlif with interbody device, the implant shattered during implantation at l5-s1. All of the shattered pieces were removed. No patient complications were reported. The time in having to remove the broken pieces was under an hour. A different implant of the same size was implanted without any additional complications.

Manufacturer narrative:
(B)(4): macroscopic examination confirms the implant is fractured into multiple pieces and broken. The anterior "nose" portion of the implant is gouged on the top and bottom in the ap direction, consistent with implantation, suggesting possible insufficient endplate preparation; optical examination reveals some evidence of compressive forces. The location and nature of fracture suggest brittle overload during impaction. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.